Event description:
It was reported that during a stenting treatment procedure, stent damage and stent migration occurred. Vascular access was gained via the radial artery. The 70% stenosed and 10mm long target lesion was located in the mildly calcified left anterior descending (lad) artery with a reference vessel diameter of 3 to 3.5mm. The target lesion was pre-dilated using a 2.5x12mm quantum maverick balloon and with placement of a 3.0x16mm omega stent at 12atm. After stent deployment, the target vessel was re-crossed using a new unknown guide catheter then, prior to post-dilation the stent appeared to be damaged, displaced and mobile. The physician used a 1.5x15mm maverick balloon and a 2.5x12mm quantum maverick balloon to crush the stent in place. The physician finished the procedure with a non-bsc stent and further post-dilation. Intravascular ultrasound confirmed that the stents were well opposed and the patient's post-procedure condition is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).